Event description:
Un-reporting since this is a duplicate report.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5

Event description:
Healthcare professional reported an left side deflation. Device has been explanted.

Event description:
Healthcare professional reported an unknown side deflation. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.